Manufacturer narrative:
(B)(4). Customer declined replacement product at this time. Most likely underlying root cause of malfunction: user had an inaccurate reference. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. FDA-assigned recall event ID 74805.

Event description:
Consumer reported complaint for low results. Customer reported no symptoms, and does not need medical attention. Customer's expected results are 130-135mg/dl - fasting. Strip expiration date is 06/16/2018 and strip open date is (B)(6) 2015. Strip storage is correct. Reviewed meter memory: 129mg/dl (B)(6) 2015 02:49:00 pm fasting:yes. Customers concern: 129mg/dl. Customer performed a blood test and got a result of 129mg/dl. Customer states that according to how he is feeling the result does not match. Customer then decided to run a blood test on his old meter and got result of 107mg/dl. Customer is feeling a little buzzing in his head and that's what he feels if his glucose is a little low in the 100s. Customer ran back to back blood test with both meters and got 100mg/dl and 100 mg/dl.